Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal did not load into the delivery tube. There were no pt effects. A replacement was used to complete the procedure. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).